Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, motor error and pump error. The customer¿s blood glucose level was 262 mg/dl. The customer reported that the motor stopped right now it said no reservoir detected and all buttons were not working. It was reported that the insulin pump received an error he then tried to changed the reservoir and now is stuck on the no reservoir screen. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.